Manufacturer narrative:
Add'l info indicated that the coils did not protrude from the aneurysm, and angiograms performed to check the status of the aneurysm revealed that there were no problems. No issues were noted with the aneurysm or parent vessel. The parent vessel was not tortuous or calcified. Act measurements consisted of pre procedure 136 seconds, and intra-procedure of 251, 282, 342, 201, and 243 (prior to guide catheter removal) seconds. Besides the medical therapy to treat the pt's condition, no other treatment was performed. An MRI was performed eleven days after the procedure and determined that the coil filled aneurysm sac was causing pressure on the right oculomotor nerve. Procedural films are not available. The pt's medical history consisted of lung cancer. Add'l complications reported were hypertension and femoral head necrosis. The pt was treated with antiplatelet therapy pre, intra, and post procedure (asa and panaldine). The investigator deemed the event "oculomotor nerve palsy" because the aneurysm was thrombosed and bulked after coiling procedure. Then, the occluded aneurysm compressed the 3rd, 4th, and 5th cranial nerve. The event was discussed at investigational device safety review board in jjkk and the board concluded that they cold dissociate the relationship with the enterprise stent, since the event occurred as a result of the procedure with the enterprise stent and coils. The current pt condition is unchanged. Medications administered consisted of the following: pre-procedure: aspirin 100 mg once a day, panaldine 200 mg twice a day, norvasc 5 mg once a day, and olmetec 10 mg once a day. Intra-procedure: aspirin 100 mg once a day, panaldine 200 mg twice a day, 0.5% xylocaine polyamp 9 ml, iopamiron injection 300 220 ml, heparin sodium injection n 10,000 to 19,000 units, loxonin 60-240 mg po, and primperan 10-30 mg IV. Post-procedure: sionnon hi injection 60 mg IV, solita no. 3 1500-2000 ml, and hydrocortone 100-200 mg IV. Equipment utilized during the procedure consisted of 3 microcoil 18 sherical, medikit super sheath, terumo radifocus guidewire, 2 catex cx catheter, 1 7-8french medtronic (ev3) launcher, 1j&j agility guidewire, 2 prowler select plus, 1 medtronic (ev3) silver speed 10, 13 trufill coils, 3 18 trufill dcs complex baskets, 2 16-trufill dcs complex basket, 2 1-trufill dcs complex basket, 1 medtronic (ev3) hyperglide, and 1 ev3 xpedion. The product(s) remain implanted and are not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt. This is the fourth of multiple products used during the same procedure on the same pt, which is associated with mfg report #s: 1058196-2008-00041, 1058196-2008-00042, 1058196-2008-00043, 1058196-2008-00045, and 1058196-2008-00046.

Event description:
The pt underwent multiple coils embolization assisted with an enterprise stent (4.5 x 37 mm) to treat a large wide-neck cerebral arterial aneurysm in the cavernous sinus area. The procedure was completed uneventfully, however, after the intervention, the subject complained of symptoms consisting of nausea, vomiting, headache, and deep pain in the right eye. The pt was treated with primperan and loxonin. The following day after the procedure, the nausea, vomiting, headache, and deep pain in the right eye persisted. The pt was treated with primperan and loxonin, and hydrocortone, and the pt's course was monitored. Two days after the procedure, the pt developed an eye movement disorder that was accompanied by a severe headache. Three days after the procedure there was no improvement in the pt's symptoms, and it was judged to be a serious adverse event. In the opinion of the principal investigator, the eye movement disorder appeared to be caused by damage to cranial nerves iii, IV, and vi (oculomotor nerve, trochlear nerve, and 1st [ophthalmic] branch of the trigeminal nerve) caused by the coils and enterprise stent.